Event description:
It was reported that caller experienced repeated issues when trying to load cartridge, as pump repeatedly returned to load screen during cartridge changes. There was no reported adverse impact to customer's glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.